Event description:
While in green mode, dr reported a bright light, not sure of color (flashback). System has a dual driver box and is used in endo mode. Driver box was delaying one filter from coming into place and allowing the system to fire. No injury reported.

Manufacturer narrative:
Further evaluation revealed problem was with the pcb used in this eye safety filter driver. The pcb was defective and caused intermittent failure of the circuit operation. The design was evaluated and found to be sufficient.